Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg.